Manufacturer narrative:
Results pending completion of the investigation. B3 - date of event: the date of event was not provided therefore a date of 1feb2024 was selected. H3 other text : although requested, device return is not anticipated.

Event description:
The customer reported receiving two false negative hcg results while testing two patients using cardinal rapid test hcg combo devices. The customer reported both patients performed home pregnancy tests which yielded a positive result. Each patient presented to the hospital and testing with urine yielded a false negative hcg result. A serum hcg test was performed for each patient and the tests for both patient's yielded a positive result. No further information provided. No adverse event reported. See MDR 2027969-2024-00023 for the other patient.

Manufacturer narrative:
B3 - date of event: the date of event was not provided therefore a date of 1feb2024 was selected. D9 - date returned to mfg: was updated. H3 - device evaluated by mfg?: was updated to yes. H6 - adverse event problem: investigation findings and investigation conclusions were updated as the investigation was completed. H10 - related report numbers: was updated to reference related report number. Investigation conclusion: an investigation was performed on retention and returned products from the reported lot number. Retention devices were tested with cut-off standards (20 miu/ml) and high positive standards (200.77iu/ml, 204.78iu/ml, and 270.50iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. Returned devices were tested with cut-off standards (20 miu/ml) and high positive standards (203.42iu/ml, 219.92iu/ml, and 231.42iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving two false negative hcg results while testing two patients using cardinal rapid test hcg combo devices. The customer reported both patients performed home pregnancy tests which yielded a positive result. Each patient presented to the hospital and testing with urine yielded a false negative hcg result. A serum hcg test was performed for each patient and the tests for both patient's yielded a positive result. No further information provided. No adverse event reported. See MDR 2027969-2024-00023 for the other patient.

Manufacturer narrative:
B3 - date of event: the date of event was not provided therefore a date of 1feb2024 was selected. D4 - unique identifier (UDI) #: was updated as the information became available. H6 - adverse event problem: investigation findings and investigation conclusions were updated as the investigation was completed. Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (20 miu/ml) and high positive standards (200.77iu/ml, 204.78iu/ml, and 270.50iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving two false negative hcg results while testing two patients using cardinal rapid test hcg combo devices. The customer reported both patients performed home pregnancy tests which yielded a positive result. Each patient presented to the hospital and testing with urine yielded a false negative hcg result. A serum hcg test was performed for each patient and the tests for both patient's yielded a positive result. No further information provided. No adverse event reported. See MDR 2027969-2024-00023 for the other patient.